Event description:
Tibial stem seemed to be disassociated from the tibia. Intra-operatively, tibial stem was found to be disassociated from the tibial component.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding disassociation between stem and baseplate involving a duracon stem extender was reported. The event was confirmed based on x-rays provided. Method & results: -device evaluation and results: not performed as no items were returned for review. -medical records received and evaluation: insufficient medical records were received for review with a clinical consultant, but he commented that although x-rays confirmed the event, patient information and operative reports would be required to determine a possible root cause. -device history review: not performed as the provided lot code was invalid. As this lot is not a valid lot on our system (B)(4) was raised. -complaint history review: not performed as the provided lot code was invalid. Conclusions: the medical review indicated that the event was confirmed based on the x-rays provided but that insufficient information was provided in terms of patient records and operative notes to determine the exact cause of the event. Further information such as device return, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Tibial stem seemed to be disassociated from the tibia. Intra-operatively, tibial stem was found to be disassociated from the tibial component.